Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead was reprogrammed to unipolar.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. A decrease in r-waves was noted. It was suspected that the lead insulation was damaged during a routine pulse generator change out. The lead was programmed to unipolar. The patient was stable and would be monitored.